Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between december 9-10, 2024. H11: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection of the photographs observed fluid inside a bag that contained the devices. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors were leaking. One device was leaking from an unspecified location and was filled with fluorouracil 5000mg in sodium chloride 0.9%. The second device was leaking from the blue winged luer cap, further described as, ¿some droplets seen at the butterfly cap¿. The second device was filled with fluorouracil 4000mg in sodium chloride 0.9%. These issues were discovered prior to patient use. There was no patient involvement. No additional information is available.